Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. The patient¿s weight was requested but unable to be obtained. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, the aortic annulus was larger than what was measured on a computed tomography (CT). The valve was released into the ascending aorta and a 31 mm valve was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.